Event description:
It was reported that on literature review no difference in the koos quality of life subscore between anatomic double-bundle and anatomic single-bundle anterior cruciate ligament reconstruction of the knee, 5 patients required reoperation after a double bundle technique procedure using a double bundle femoral drill guide. 3 patients required reoperation for meniscal surgery and 2 for lavage. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H6, health effect - clinical code updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A clinical review states the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.